Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sodium fluoride edta (fe) blood collection tubes had dirty stoppers and tubes. No serious injury or medical intervention reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for ink smear on the tubes with the incident lot was observed. Additionally, foreign matter on the stoppers was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to the issue of printing defects through a CAPA and potential causes have been identified. As a result, corrective actions have been established and implemented. Based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for ink smear on the tubes with the incident lot was observed. Additionally, foreign matter on the stoppers was observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures were implemented to mitigate further occurrences. Printing defects: a CAPA was conducted to document further investigation and root cause analysis relating to the issue of printing defects. The investigation has identified the most likely root causes and corrective actions were implemented. Foreign matter: based on the investigation, a root cause could not be determined. Printing defects: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions were implemented. Foreign matter: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® sodium fluoride edta (fe) blood collection tubes had dirty stoppers and tubes. No serious injury or medical intervention reported.